Manufacturer narrative:
Product analysis: the valve remains implanted therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this 26 millimeter (mm) transcatheter bioprosthetic valve into a previously implant non-medtronic surgical valve, a valve application was used to size the patient, which recommended a 26 mm valve. The pre-implant computed tomography (CT) images recommended a 23 mm valve. The size of the valve was discussed with the implant team. The implanting physician decided to implant a 26 mm valve. The 26 mm valve was inserted, advanced and deployed. Upon deployment, the valve dislodge out of the annulus. The valve was snared. A non-medtronic, 23 mm transcatheter valve was subsequently implanted. The patient remained stable throughout the procedure. It was reported that the implanting physician confirmed the dislodge was a result of an incorrect valve size. According to the physician, the 23 mm valve should have been initially used. No additional adverse patient effects were reported.